Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model# was not provided.

Event description:
A (B)(6) customer opened a package of contour next test strips and the bottle cap was open. There was no allegation of an adverse event. The customer was advised to return the strips for evaluation. Replacement strips were sent.